Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device also indicated two years remaining longevity after having reached the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.